Event description:
The representative reported, the patient's pump had a volume discrepancy; there was more drug volume in the pump than was expected. At follow-up, the hcp was unable to aspirate the catheter. Reportedly, the hcp planned to replace the catheter and do a rotor study at a later date. The drug used in the pump was morphine. Additional information has been requested from the physician.

Manufacturer narrative:
.